Event description:
The trilogy ev300 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the device failed a failed system setup testing. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) was replaced to address the issue. The root cause is confirmed at this time. The system meets the specification for the performed service and is returned to use.